Event description:
It was observed during the device inspection that the bronchovideoscope had no image (black). There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due to a degradation problem. The most probable cause of the complaint was traced to component failure, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide an update on the investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The investigation found new reportable malfunctions: 1.error b30 (scope communication error) 2. Insertion tube peeling and markings indications missing and unclear the most probable cause of this complaint was a random component failure without any design or manufacturing issue due to a degradation problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.